Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. The reported complaint of thermogard console displayed a tcmid: 02 (ce danfoss error) error message was confirmed based on the evaluation of the thermogard console ((B)(4)) performed by biomed technician at the customer's site and the archive review performed by the zoll service personnel. The issue was attributed to a clogged air filter. The air filter was cleaned. The thermogard worked as intended. Thermogard xp ivtm system was serviced by the customer and the reported issue was resolved. All the service records will be retained by the customer. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for the thermogard xp ivtm console with serial number (B)(4). Ccr 30848, reported on (B)(6) 2017. The dirty air intake filter was cleaned.

Event description:
As reported, the thermogard console ((B)(4)) displayed a tcmid: 02 (ce danfoss error) error message on the display panel screen. No known impact or patient consequence information was available. No additional information was provided.